Event description:
It was reported that the patient fell and the rod and blockers separated from occipital plate. Put a competitive plate on and reattached to same screws.

Manufacturer narrative:
Catalog# 48551000. Method: visual inspection, device history review; complaint history review; risk assessment. Results: manufacturing files were reviewed and no incidents were found. The rep did not provide any additional information on the patient's health and bone quality, however the patient was reported to have experienced a fall. Conclusion: the probable root cause is the reported fall that the patient experienced.

Event description:
It was reported that the patient fell and the rod and blockers separated from occipital plate. Put a competitive plate on and reattached to same screws.